Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a robotic laparoscopic hepatectomy, the endoscope was flickering and had interferences in the image. The endoscope was discarded and replaced, and the issue was resolved. No additional intervention was required and no negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: an investigation of the article mentioned cannot be carried out because the customer has not returned the product for a detailed error analysis. The customer's information cannot be confirmed. Despite several written requests for a more detailed error analysis, the item has not been returned to us. According to the customer, the image flickered during use and showed image disturbances. According to the customer, the device was exchanged for another one, which solved the problem. There may be an electronic fault with the device, but this cannot be confirmed at present. Furthermore, it is reported that a cover cloth had a hole in it. At this point in time, it cannot be determined how the hole is related to the optics used. If the optics are returned to us, the report will be reopened, the cause will be analysed on the device, and the results of the investigation will be entered in the investigation report. The event is filed under internal karl storz complaint ID: (B)(4).